Event description:
The user facility reported that the touch panel connected to the hexavue custom room rack was blank. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found there was no video on the touch panel. The technician reset the system and replaced the cxps dvi input card, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.